Manufacturer narrative:
Details of complaint: the customer reported that they had a power outage, and the cns shut down. When it came back up, it reported a "cns-6000, please wait" message and would not exit that screen. No patient harm or injury was reported. Service requested: troubleshooting. Service performed: troubleshooting. Nkts advised the customer to power off the cns, replaced hdd from port 1 to port 0 and leave the other hdd out of the cns, which resolved the issue. They then inserted the other hdd into port 1 to rebuild the raid image. Investigation summary: root cause of the issue was identified to be a hard drive failure. The risk assessment of the reported issue is high. The life of a hard drive is 2 years, and the customer was educated on replacing the hard drives every 2 years to avoid issues from recurring. Therefore, no CAPA has been initiated.

Event description:
The customer reported that they had a power outage and their central nursing station (cns) went down, when it came back up, it said "cns-6000, please wait" and won't leave that screen. There was no harm reported.

Manufacturer narrative:
The customer reported that they had a power outage and their central nursing station (cns) went down, when it came back up, it said "cns-6000, please wait", and won't leave that screen. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they had a power outage and their central nursing station (cns) went down, when it came back up, it said "cns-6000, please wait", and won't leave that screen. There was no harm reported.